Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the device was positioned inside the patient for sphincterotomy, the tome could not be bowed. No visible damage to the tome was reported. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: catheter torn.

Event description:
According to the complainant, during the procedure, after the device was positioned inside the patient for sphincterotomy, the tome could not be bowed. No visible damage to the tome was reported. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
The response to an FDA request letter for this medwatch report is attached.

Manufacturer narrative:
(B)(4) for the event: catheter torn. Visual evaluation of the returned device found that there was a pronounced kink in the working length of the device and the distal pierce hole was melted and torn 7 mm. The cutting wire length was measured and found to meet specifications. Functional evaluation found that the device failed to bow far enough to meet specification when tested both outside and inside the duodenoscope. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since manipulation/use of the device during the procedure could have caused the failure found. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.